Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 590-600 mg/dl. Cause was not known. Elevated bg was address by correction bolus via the pump. Additionally, it was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy.